Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the patient experienced a micro-perforation and pericardial effusion which was associated to the left ventricular (lv) lead. The patient was treated with medications, and the issue was resolved. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No further patient complications have been reported as a result of this event.